Event description:
The customer reported an aneurysm in the silicone segment below the upper fitment was noted to have ruptured. The pt was receiving a propofol infusion into a PICC line. The set was changed out. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.